Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the cannulated drill bit was broken during an unknown surgery. There was no surgical delay. Procedure was successfully completed. Patient status is unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).